Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up arrow keypad button reportedly was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage found to the keypad. The up, down and ok keypad buttons were found to be intermittently responsive. No buttons were found to be sticking. The keypad cover was removed; contamination was found under the button key contacts. Unrelated to the complaint, moisture was observed behind the display lens. The battery compartment was also found to be leaking during a leak test. The battery compartment was also found to be cracked. The pump case was opened and moisture was found and confirmed inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.